Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "independent root-cause analysis of contributing factors, including dismantling of 2 duodenoscopes, to investigate an outbreak of multidrug-resistant klebsiella pneumoniae". The literature reported the result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [August 21th, 2015] suction channel: acinetobacter pittii (2 cfu). Instrument channel: acinetobacter pittii (1 cfu). Forceps elevator: acinetobacter pittii (26 cfu) and stenotrophomonas maltophilia (6 cfu) brush: corynebacterium spp. (23cfu), brevibacterium spp. (6cfu) and c jeikeium (23cfu) the device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA). There was no report of infection associated with this report. This MDR is literature information about new devices for the events reported in the following MDR numbers. Additional information in these mdrs will follow up in each MDR. MDR report numbers; 8010047-2015-00816, 8010047-2015-00817, 8010047-2015-00818, 8010047-2015-00819, 8010047-2015-00820, 8010047-2015-00821, 8010047-2015-00822, 8010047-2015-00823, 8010047-2015-00983, 8010047-2015-00984, 8010047-2015-00985, 8010047-2015-00986, 8010047-2015-00987, 8010047-2015-00988, 8010047-2015-00989, 8010047-2015-00990, 8010047-2015-00991, 8010047-2015-00992, 8010047-2015-00993, 8010047-2015-00994, 8010047-2015-00995, 8010047-2015-00996, 8010047-2015-00997, 8010047-2015-01192, 8010047-2015-01193, 8010047-2015-01194, 8010047-2015-01195, 8010047-2015-01196.